Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexe1188 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 it was reported by facility that a patient had a broken catheter and was presented to the ed for repair. It was stated that the repair was attempted, site was stabilized, but the line continued to leak with gentle/small flushing and they were unable to draw blood despite repair. The patient was admitted for the administering of tpn and a new catheter was placed. No patient harm reported.